Event description:
Reportedly, the pt was admitted to the hospital in order to verify the source of 12 inappropriate shock therapies. During the follow-up, the following issues were observed: several ventricular impedance and rv continuity measurements were <200 ohms, acceptable sensing values, but distributed in a wide range and threshold tests impossible due to the shape of the sensed signal. After atp and shock therapies deactivation, some provocative tests were performed, which resulted in a high frequency signal that could lead to inappropriate therapy. The subject lead was replaced.

Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.